Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Screwdriver does not fit with single in cap (179702000).

Manufacturer narrative:
Four (4) mmsi final tightener were returned for evaluation. Visual examination of all the four (4) mmsi final tightener revealed that the hex-lobes on the mmsi final tightener distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis and not fully seated during use. However, noted damage suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in tip to become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the mmsi final tightener (4) distal tip stripping. However, the observed damage is localized to the distal tip of the tightener suggesting that it was inadequately engaged during use. An unanticipated torsional force during tightening in this position could have contributed to the reported problem of thread stripping. As the torque wrench handles were under torqueing it can be concluded that they did not cause the stripping of the tighteners. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.